Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had worsening right ventricular failure, moderate to severe mitral regurgitation and kidney failure. A computed tomography (CT) of the lvad inflow revealed a constricted blood flow path. No alarms were noted. The patient underwent a pump exchange. Upon explant, it was noted that the inflow had a severe kink as seen on the CT scan.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The evaluation of the returned lvad pump confirmed the report of a restricted inflow. Examination of the lumen of the inlet tube revealed a thin layer of adhered tissue surrounding the proximal edge. Although a specific cause for its development could not be determined, it did not appear to be affecting blood flow through the conduit. The silicone sleeve over the sealed inflow graft conduit had been cut lengthwise and clamp marks were identified on the interior and exterior of the sleeve, indicating where the sleeve was clamped and removed from the graft attachments at explant. The space between the silicone sleeve and the inflow knitted graft, which is outside of the blood flow path, revealed an ingrowth of tissue. The tissue that formed in this void was non-laminated and conformed to the geometries of the space. Examination of the inflow graft revealed two symmetrical kinks in the graft wall which would potentially restrict blood flow through the graft. However, there was no evidence of adhered deposition or thrombus formation on the interior of the graft indicating that there was proper surface washing through the sealed inflow conduit. The symmetrical geometry of the kinks suggests that they may have formed due to negative pressure in the inflow graft conduit. Review of the log file downloaded from the returned system controller showed the pump operating at 10600 rpm which could have potentially contributed to this condition; however, a root cause for the negative pressure condition cannot be conclusively determined. Examination of the inlet elbow revealed no evidence of deposition or thrombus formation. Examination of the pump¿s blood contacting surfaces did not reveal any deposition or thrombus formation that would have affected pump function. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to the manufacturing procedure using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information: it was reported through the device tracking system that the patient expired due to multisystem organ failure on (B)(6) 2014.

Manufacturer narrative:
Placeholder